Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01706. The pt received his scs system, including two percutaneous leads, on (B)(6) 2007. It was reported that the pt fell on (B)(6) 2011, and subsequently his stimulation had become intermittent. Diagnostic tests revealed that multiple lead contacts were invalid. The physician explanted and replaced the lead on (B)(6) 2011. The pt regained effective stimulation postoperative. No further pt complications were reported.